Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting an increase in thresholds in the ventricular channel. An invasive procedure was performed to analyze the system and the physician elected to explant the ventricular bipolar lead, model 4269 serial number 261949. A new bipolar lead, model 4285, was implanted and the issue was resolved.

Manufacturer narrative:
Event conclusion the ipg remains implanted with a new ventricular lead. Analysis of the bipolar lead found that the conductor resistance test passed. Two holes in the inner insulation were noted at 285 mm from the terminal pin. Destructive analysis was unable to tell how the holes got in the inner insulation.